Manufacturer narrative:
Qn#(B)(4). This report is for the second in a series of two consecutive product problems with the same patient. The first issue has been reported under MDR # 3003737899-2016-00027.

Event description:
It was reported the catheter was exchanged for a new one on (B)(6) 2016. On (B)(6) 2016, the patient returned with another blocked catheter. As a result, the catheter was exchanged for another one. There was no patient death or complications reported. The catheter was placed in a male patient's right basilic. They were administering cloxacillin when the catheter became occluded. No additional information is available.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: complaint verification testing could not be performed because no sample was returned for analysis. The probable cause of a blocked catheter could not be determined based upon the information provided and without a sample. No further action will be taken.